Event description:
Received information stating that during removal of a chimaera implant, the nail extractor got cross threaded in the lag screw. It was possible to finalize the surgery, with a delay of 30 minutes. Patient/user not affected.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.